Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated she is sitting at a facility trying to get an MRI and they don't know what to do. Pt stated this facility has an open MRI machine. Pt asked where can an MRI be done? They are doing the MRI for the stimulator to be removed - pt stated the leads moved up and surgeon is talking to her about a "paddle" lead but she would just rather have the thing removed. Pt does not know who her current hcp is. Pt disconnected so could not capture full event details. Troubleshooting was unable to be performed.

Event description:
The patient reported that they had a nodule/welt where the leads turn toward the implantable neurostimulator. The patient noted that they had an x-ray and were told that the pocket/implantable neurostimulator and lead placement was incorrect. The patient noted that they had been told that to correct the leads, they might need different leads (surgical leads) implanted or for the patient to have spinal surgery. The patient said that the implantable neurostimulator gives them "percentages of relief" and "enough relief to not be suicidal."

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.